Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for spinal pain. It was reported on 2016-09-23 that the patient stated in the last three months the pump went out and he went into morphine withdrawals because they gave him blood thinner. The patient was being medicated through the pump with clonidine (concentration of 50mcg/ml, unknown dose), bupivacaine (concentration of 2.4mg/ml, unknown dose), and morphine (concentration of 20mg/ml, unknown dose). The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.